Event description:
It was reported that a revision surgery was performed due to the breakage of a bolt in the straight clamp of the external fixator. The pt's leg was reset due to a loss of reduction at the fracture site in the pt's femur.